Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that no sound or beep when tested with the certification tool due to a defective speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported.